Event description:
It was reported the device does not recognize the syringe. Event did not occur while device was in use with a patient. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had top case cracked by the front left and right bottom corners, cracked and chipped right plunger case, cracked battery door and bottom case cracked by the "l" bracket pole clamp. Visible contamination was present by the "l" bracket pole clamp. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Q1 broken off from the board, plunger board also came loose off the glue. Physical damage found in right plunger case. Replaced plunger board. Device software was upgraded. The cause of the reported problem was traced to the improper handling of the device by the customer. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A CAPA was opened to investigate the reported issue.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had top case cracked by the front left and right bottom corners, cracked and chipped right plunger case, cracked battery door and bottom case cracked by the "l" bracket pole clamp. Visible contamination was present by the "l" bracket pole clamp. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Q1 broken off from the board, plunger board also came loose off the glue. Physical damage found in right plunger case. Replaced plunger board. Device software was upgraded. The cause of the reported problem was traced to the improper handling of the device by the customer. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A CAPA was opened to investigate the reported issue.